Manufacturer narrative:
Manufacturer's report date: april 25, 2014. Internal file no: (B)(4). This report was filed by the manufacturer. The affected product has not been received. A follow up report will be submitted with investigation results should be device be received for evaluation.

Event description:
Customer reported that the " user detected the secondary medication being infused back into the primary line instead of infusing down to the pump. The lines were hung properly. No malfunction detected with the alaris pump. User changed the primary carefusion set and attached the secondary medication on the same pump, and medication infused properly." No patient harm or medical intervention was reported. No additional patient/event information was reported.